Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
The device was subsequently explanted and returned upon analysis this investigation will be updated.

Manufacturer narrative:
At this time the device remains implanted. A device change out procedure has been scheduled. Upon explant, return, and analysis this investigation will be updated.

Event description:
Boston scientific received information that this device had triggered elective replacement indicator (eri). Upon review of the device there was no evidence that the device delivered excessive therapy nor that the there was high output pacing. It was suspected that the device declared eri due to charge times. Premature battery depletion was alleged. No adverse patient effects were reported.